Event description:
It was reported that after unpacking the microcatheter was noticed to be broken between hub and shaft when he removed it from the hoop. There was no patient involvement.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Analysis of the returned device revealed that the catheter shaft was broken/fractured. During function testing an attempt was made to insert a 0.023" pin gauge into the hub & the distal end of the catheter shaft but resistance was met due to solidified saline. A 0.0166¿ patency mandrel could not be advanced through the catheter as the device was blocked with contrast. Information available indicated that the reported event occurred during the unpacking of the device and no anomalies noted to the package prior to use. It is most likely that the device was flushed with contrast prior to the removal of the device from the hoop. In the case of this complaint it is most likely that during the unpacking of the device and during the removal of the device from the hoop, the catheter shaft was accidentally damaged, resulting in the reported event. Therefore an assignable cause of handling damage is assigned to the reported catheter shaft break.

Event description:
It was reported that after unpacking the microcatheter was noticed to be broken between hub and shaft when he removed it from the hoop. There was no patient involvement.